Manufacturer narrative:
Concomitant products: product ID neu_refillkit_acc, lot # unknown, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that the patient felt as though they were being overdosed after the refill. The hcp (healthcare provider) was concerned that there was leakage through the septum of the pump or perhaps part of the needle was causing overdose. The refill volumes were accurate. It was unclear if the patient went to the ER (emergency room). It was noted that the effects lasted 3-4 hours. It was later reported that immediately after refill, it was as if 1 ml or less of medication had leaked into the pocket. The patient experienced hypotension and transient dizziness. The patient recovered within a few hours with no further issues. The physician thought that the diaphragm of the pump was failing. This was the only conclusion he could draw. No troubleshooting had been performed because there were no volume discrepancies. The volumes at the time of refill are pretty much what they were expecting. The pump was delivering bupivacaine, clonidine, and dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information received reported the pump had been explanted and re-implanted with a different manufacturer¿s pump. The same issues were experienced with the other manufacturer¿s pumps, but it was not known if the patient¿s new pump had the issue. It was noted the patient was not kept an hour after refill and was let go right after. It was reported that it was not determined if the correct technique was being used for refills. It was noted the health care providers (hcp) had the same issues with unknown patients with pumps from other manufacturers.

Event description:
Additional information received from consumer on 2017-apr-27 reported the patient had two previous manufacturer pumps, but they have been removed and now have a non-manufacturer pump. The patient reported with the second pump, the pump was leaking and when they would remove/take the needle out it would leak a couple drops. The patient stated getting drunk and stupid from the medication, and could not get off the table. Event date was unknown. It was noted that the patient no longer has a manufacturer pump, and the situation was resolved. It was noted that the patient had the pump removed, and was implanted with a different pump on (B)(6) 2014. The patient was receiving clonidine with an unknown concentration for a total dose of 0.5225mcg/day, bupivacaine with an unknown concentration for a total dose of 9mg/day, and dilaudid (hydromorphone) with an unknown concentration for a total dose of 4mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient was heavily sedated exhibiting signs and symptoms of opioid overdose. Per this reporter, the symptoms typically lasted for 6 hours and resolved. The physician was sure that there was not a pocket fill because, the symptoms were mild and resolved quickly.